Event description:
Caller reported an unknown error occurred during the process of loading new supplies, prompting her to change the supplies and load a new set. There was no adverse impact to the customer's blood glucose level. The caller successfully resolved the issue by changing supplies and loading a new cartridge.